Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the 3c9-3v transducer was damaged. This transducer was associated with an affiniti 50 ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer confirmed the reported issue and replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A review of the repair and inspection data for the returned probe was performed to determine cause of the reported problem. The investigation determined damages to the lens face as a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.